Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image was received appearing to show a partially deployed occluder which appeared deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, after corresponding echocardiographic and angiographic measurements with 24mm amplatzer sizing balloon ii, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation upon delivery. The device was removed from the patient prior to release from the delivery cable. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure and no adverse consequences to the patient. The replacement device was not used because patient will be evaluated by cardiovascular surgery. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable and recovering.